Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and double capsule.

Event description:
Physician reported capsular contracture baker grade IV with dorsal double capsule on the left side. Diagnosed by palpation. Device has been explantation.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5.

Event description:
Physician reported capsular contracture baker grade IV with dorsal double capsule on the left side. Diagnosed by palpation. Device has been explanted.

Event description:
Physician reported capsular contracture baker grade IV with dorsal double capsule on the left side. Diagnosed by palpation. Device has been explantation.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified red encapsulation and red particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported capsular contracture baker grade IV with dorsal double capsule on the left side. Diagnosed by palpation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, wear abrasion and voids. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.